Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (5 mg/ml at .5 mg/day) via an implanted pump. On (B)(6) 2020 during the routine pump replacement procedure, the physician nicked the catheter with a bovi. The catheter was revised using a pump segment revision kit which resolved the issue. No patient symptoms were reported.